Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. No intervention has been performed yet and the s-ICD remains in service. No adverse patient effects were reported. New information received indicates that this device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. No intervention has been performed yet and the s-ICD remains in service. No adverse patient effects were reported. New information received indicates that this device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. No intervention has been performed yet and the s-ICD remains in service. No adverse patient effects were reported.